Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Verification of failure mode reported in the current manufacturing process was conducted as follows. The cuffs from the samples taken from the current production were inflated and left for four hours. After this time samples were checked to verify if any leak was present however all samples were still fully inflated, defect reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges that the device has a leak in the cuff. Alleged issue reported as detected during pre-op inspection process. There was no report of patient involvement. There was no report of patient injury or consequence.